Manufacturer narrative:
Event summary: as reported, during attempted retrieval of a universa firm ureteral stent, stones were found attached to the stent. Repeated attempts to remove the stent with ureteral forceps were unsuccessful. Reexamination of abdominal computed tomography (CT) showed a large number of stones attached to the stent. The device was placed in (B)(6) 2020 and was being monitored via an endoscope while indwelling. The patient is pregnant and took calcium supplements. The patient was hospitalized due to the stone, and the stent has not been removed. The patient is awaiting a percutaneous nephrolithotomy. No additional patient consequences were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The device is provided with instructions for use which provide the following precautions: ¿-a pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. -individual variations of interaction between stents and the urinary systems are unpredictable -ureteral stent should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient`s conditions and other patient specific factors. The stent is not intended as a permanent indwelling device which not excess twelve months.¿ the IFU further states that encrustation is a potential adverse event associated with the device. Based on the available information and a clinical assessment of the event, cook has concluded that the most likely cause of this event was the encrustation of the stent, which is a known inherent risk of the device. It is also possible that the patient¿s reported use of calcium supplements further contributed to the encrustation forming on the stent. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during attempted retrieval of a universa firm ureteral stent, stones were found attached to the stent. Repeated attempts to remove the stent with ureteral forceps were unsuccessful. Reexamination of abdominal computed tomography (CT) showed a large number of stones attached to the stent. The device was placed in (B)(6) 2020 and was being monitored via an endoscope while indwelling. The patient is pregnant and took calcium supplements. The patient was hospitalized due to the stone, and the stent has not been removed. The patient is awaiting a percutaneous nephrolithotomy. No additional patient consequences were reported.